Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader and minor damage to the usb port was observed. Pin was exposed on the left most pin. Reader did not power on with button depression, strip, or usb (universal serial bus) cable insertion. Reader was connected to computer and the approved software was not able to recognize the reader. Control solution testing was performed using known good battery and all results were within range specification. No malfunction or product deficiency was identified. Therefore, issue is not confirmed. The strip has been requested back for an investigation and the customer agreed to return the device. However, no product has been received at this time despite follow up attempts by adc. A valid lot number has not been provided for strips. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could have led to the complaint. The available tracking and trending reports were conducted for the reported complaint and precision strips, no trends were identified that would indicate any product related issues. Dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader met specifications prior to release to distribution. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. A customer reported unspecified higher glucose readings and it is unknown whether the customer noted a trend arrow on the device. The customer called an ambulance and had contact with a healthcare professional, who administered unspecified injections as treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. A customer reported unspecified higher glucose readings and it is unknown whether the customer noted a trend arrow on the device. The customer called an ambulance and had contact with a healthcare professional, who administered unspecified injections as treatment. There was no report of death or permanent impairment associated with this event.